Manufacturer narrative:
Exact date unknown, event occurred awhile back. Explant date: ni. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 17084551/17139416. Product family: scs-paddle leads, upn: (B)(4), model: sc-8216-70, serial: (B)(4), batch: 17514207.

Event description:
It was reported that the patients spinal cord system (scs) got infected. The patient underwent a full system explant procedure. No further information could be obtained despite good faith effort.